Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end was not opening as needed. Device was recaptured twice. Distal end of device appeared to be frayed once they got the device to open. They removed device and deployed a different pipeline, same size, with success. No patient symptoms or further complications were reported as a result of this event.  The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm. The landing zone was 3.99mm d istally and 5.9mm proximally. It was noted the patient's vessel tortuosity was minimal. Angiographic result post procedure was successful pipeline shield deployment. Ancillary devices include a bmx guide catheter, phenom and navien microcatheters, synchro 14s guidewire.

Manufacturer narrative:
H3: product analysis of ped2-500-20, lotno:b356880 ¿ as found condition: the braid was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found open and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was not confirmed as the braid's distal and proximal ends were found open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. However, the customer reported minimal vessel tortuosity, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid may have contributed to the failure to open the issue. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The pipeline had not been placed in a vessel bend when it failed to open. The device was resheathed twice, load was put on device and unload.